Event description:
Attorney reported: in 2002 - patient underwent right inguinal hernia repair during which a perfix plug was implanted. About 2003 - patient had right groin pain which radiates down her leg, difficulty walking and moving, residual nerve damage. In 2007 - perfix plug was explanted due to chronic pain that presented after the plug was implanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.